Event description:
The vascular reload was on a laparoscopic stapler and when the surgeon tried to staple, the white part came off the metal backing prior to making the staple. It broke before it could be used.